Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported during reprocessing the tracheal intubation fiberscope tested positive for unexpected contamination; however; the user facility confirmed that there was no microbiological contamination.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization (cds) process and reported that there were no concerns about the cds process and no patient infection. The device will not be returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the tracheal intubation fiberscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.